Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer loaded the cartridge with 300 units of insulin and received a fill estimate of 70 units on multiple occasions. Customer stated that the fill estimate stays "static" at 70 for 2 days, and then begins to count down. Customer's blood glucose level was not impacted.